Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30271644l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf bi-directional navigation catheter approved under p030031/s078. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a qdot-micro, bi-directional, f-j curve, c3, split handle catheter and suffered cerebrovascular accident (cva) requiring an unspecified intervention. Post-procedure, cva was discovered by computerized tomography (CT) scan at the awakening of the patient. The patient was transferred to another facility specialized in fibrinolysis. An unspecified intervention (unknown if medical or surgical) was provided. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related as an ethanol infusion was used in the marshall¿s vein. No bwi product malfunctions were reported.